Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe leaked product from between the barrel and plunger during the aspiration, introducing air into the reflux. The following information was provided by the initial reporter, translated from french to english: "leakage of injectable products between the barrel and the plunger during aspiration. Introduction of air in a reflux. Clinical consequences observed: loss of product, risk of air embolism."

Manufacturer narrative:
Investigation: bd has been provided with affected samples for catalog 309110 lot 1901272 to investigate for this record. Bd has carried out a leakage test and determine that the samples did not present the reported defect. As a result, bd was unable to verify the reported issue. DHR showed no indication of the alleged defect.

Event description:
It was reported that the bd discardit¿ ii syringe leaked product from between the barrel and plunger during the aspiration, introducing air into the reflux. The following information was provided by the initial reporter, translated from french to english: "leakage of injectable products between the barrel and the plunger during aspiration. Introduction of air in a reflux. Clinical consequences observed: loss of product, risk of air embolism."